Manufacturer narrative:
Approximate age of device ¿ 4 years, 6 months and 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2018 for suspected pump thrombosis. No further information was provided.

Event description:
Additional information : it was reported that patient was admitted on (B)(6)2018. Lactate dehydrogenase (ldh) was 969 u/l at the time of admission. Inr was therapeutic at 2.5 ( goal 2-2.5). Patient had a history of multiple embolic stokes with a hemorrhagic conversion, and gastrointestinal bleeding (gib) prior to this admission. A speed change echo was performed on (B)(6)2018. Patient was on heparin drip, aspirin 325 mg daily, persantine 75 mg tid and ldh was trending up on (B)(6)2018. Tpa was not considered since patient had a history of subarachnoid hemorrhage (sah). Ldh level increased to 1083 u/l on (B)(6)2019. Patient had a hm 2 exchange subsequently after the event. On (B)(6)2018, after the pump exchange patient's ldh decreased to 497 u/l.

Manufacturer narrative:
Section b5, d4, h4: additional information. Section b5: referenced strokes and gi bleed were covered under medwatch reports MFR #2916596-2019-02344, MFR# 2916596-2019-02343, and MFR# 2916596-2019-02340 respectively. Analysis conclusion: a direct correlation between the reported event and device could not conclusively be determined through this evaluation. It was reported the patient had suspected thrombus. The pump was exchanged. Additional information was provided stating the patient had a history of multiple embolic strokes with a hemorrhagic conversion and gi bleeds prior to this admission (MFR #2916596-2019-02344, MFR# 2916596-2019-02343, and MFR# 2916596-2019-02340). A speed change echo was performed on (B)(6)2018. The patient was on a heparin drip, aspirin, and persantine and ldg was trending up on (B)(6)2018. Tpa was not considered as patient had history of sah. The patient had a pump exchange on (B)(6)2018. On (B)(6)2018, the patient¿s ldh decreased to 497 u/l whereas on (B)(6)2018 the patient's ldh was 1083 u/l. It was reported the pump would not be returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.